Event description:
Patient has prevena pac. The prevena pac is malfunctioning despite several attempts to fix. Clinical coordinator for or was called when the pump "malfunctioned", he explained the dressing lost the seal and alarmed. This is not a malfunction of the machine but an alarm built into the device. These disposable pumps are designed to work for 7 days then stop. Once the seal is lost the dressing has to be replaced because it cannot be repositioned. Wocn stated this is not an unusual occurrence, a report is just not submitted every time it happens. These are kept in the or where they are placed on the patient in a sterile setting to reduce the possibility of contamination.

Manufacturer narrative:
The following elements have blank data.

Event description:
Patient has prevena pac. The prevena pac is malfunctioning despite several attempts to fix. Clinical coordinator for or was called when the pump "malfunctioned", he explained the dressing lost the seal and alarmed. This is not a malfunction of the machine but an alarm built into the device. These disposable pumps are designed to work for 7 days then stop. Once the seal is lost the dressing has to be replaced because it cannot be repositioned. Wocn stated this is not an unusual occurrence, a report is just not submitted every time it happens. These are kept in the or where they are placed on the patient in a sterile setting to reduce the possibility of contamination.